Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 6/27/2019. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.   Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a 70-year-old female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase on the right ventricle outflow tract (rvot) free wall, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. Patient¿s outcome is improved. Physician mentioned there was no relationship between the bwi product and the adverse event. No bwi product malfunctions were reported. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized; no errors were observed. The force sensor was tested and it was working properly, the force values were observed within specifications. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30165890l number, and no internal action was found during the review. Initial reporter phone: (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase on the right ventricle outflow tract (rvot) free wall, cardiac tamponade was confirmed. Reminder of the procedure was aborted. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. There¿s no information that extended hospitalization was required. Patient¿s outcome is improved. Physician mentioned there was no relationship between the bwi product and the adverse event. No bwi product malfunctions were reported.